Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level 43 mg/dl. The customer¿s blood glucose was 90 mg/dl at the time of call. The customer also reported blood glucose of 49 mg/dl. The customer's low blood glucose treated with soda and glucose tablets. Troubleshooting was performed. The customer did not allege insulin pump for over delivering. The insulin pump was not returned for analysis.